Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent hernia repair surgery with implantation of a bard composix l/p patch. On (B)(6) 2011 - patient allegedly began experiencing complications including abdominal pain, pain on urination, bladder infection, and a puss bubble, which was diagnosed at the ER. On (B)(6) 2011 - patient was admitted to the hospital with a diagnosis by the physician of a hole in her bladder causing allegedly by the l/p patch and bladder infection, and abscess. Patient underwent explantation of the l/p patch as well as a cystorrhaphy procedure.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not provide medical records. The attorney's original report alleges that the patient was treated for an infection, which is a known possible adverse reaction listed in the IFU. Although the original attorney's report alleges infection, there is no additional information or medical records provided to support the claim of infection. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.